Event description:
Further information was received from the clinic. They were not able to comment on the specific episode from six months prior, but did state that the device was checked recently and the device was functioning normally and that there were no issues and no changes have been made.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient's daughter that the device was set at 60 beats per minute (bpm) after implant, but two months later after an electrocardiogram and device check there was a change in the patient's demeanor and color, he felt tired all the time, and there was an incident "like he passed out, but he didn't and he had no recollection of what happened." The patient spent two days in the hospital and it was determined that the device was at 50bpm. It is not known how the device went from 60 bpm to 50 bpm. The device is still in use. No further patient complications have been reported as a result of this event.